Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6)2023. The issue occurred with three same type of infusion sets used prior to insertion during insertion preparation. The blood glucose level of the patient was 425 mg/dl at the time of the event. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.